Event description:
It was reported during the implant procedure that when the lead was introducted through the introducer, the outer insulation of the lead became buckled, and it was not possible to manipulate the lead successfully. A new lead was used with successful implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation kinked/buckled.